Event description:
It was reported that the customer's blood glucose went up to 520 mg/dl after he attempted to give himself insulin with the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. No air was found in the tubing. The settings were found to be correct. A no delivery alarm from (B)(6) 2014 was found in the history. The customer declined to continue troubleshooting. He was advised to change the set, reservoir and insulin. The customer experienced a high blood glucose of 405 mg/dl on (B)(6) 2014 and 497 mg/dl on (B)(6) 2014, which he treated with the insulin pump. His blood sugar lowered to 412 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.